Event description:
It was reported that the spike connecter cover separated from the spike of the transfer set during use. There was no patient injury or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.